Event description:
Donor complains of bad taste with use. Thermometers showed blue smeared dot grid when removed. It appears that plastic laminate is leaking. Co to investigate if other complaints received on this lot or investigate possible mishandling in shipping or storage. Two incidents reported. User facility is unsure of unreported incidences.